Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the hospital staff felt that the lvad was reaching end of life and the patient was placed on pneumatic support using a stroke volume limiter (svl) and drive console. The patient was supported for several months on pneumatic support. The patient's lvad was exchanged in 2009, and the patient remains ongoing on the new lvad.

Manufacturer narrative:
The explanted device was sent to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.